Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed csf glucose result was aliquotter short sampling. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site. The fse performed maintenance on the aliquotter system. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed glucose result was obtained on a patient cerebrospinal fluid sample. The result was reported to the physician. The sample was rerun on an alternate dimension vista(r) analyzer and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed cerebrospinal fluid glucose result.